Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level. The customer was instructed by technical support to attempt several corrective actions, including disconnecting and tightening various components, delivering boluses, and loading a new cartridge. The customer planned to replace supplies as needed and resume insulin therapy, with additional assistance requested for follow-up.